Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, the door generated an error several times. Reportedly the door opens to remove the medication then a storage error is generated, additionally the drug is not removed from the inventory. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A filed service engineer replaced the medstation es tower latch assembly micro switches to resolve the issue and then the fse researched the door board cable, tested the system, and released it to the customer. Performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.